Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5 the device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: dented rigid tube; chipped light guide bundle; and corroded video connector terminal. Based on the results of the investigation, a root cause could not be established. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device cover glass lens was cloudy.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had cloudy. There were no reports of patient harm.